Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced. A new lead was added to the system. The migrated lead was left in place. Reportedly, therapy was resumed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00394. It was reported that that the patient lost therapy due to ipg being inoperable. Reportedly, the ipg quit holding a charge. Additionally, the patient experienced ineffective therapy due to lead migration. As such, surgical intervention may take place to address the issue.